Event description:
N/a.

Manufacturer narrative:
Corrected fields are d10-concommitant, e1-event site telephone, e1-event site state, h6-medical device problem. Updated fields are b4, e1-event site telephone, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. (B)(6) requested assistance for an unable to calibrate alarm on the balloon pump and stated that no numerical values were displayed. He further noted that the patient had recently been placed on ECMO. During troubleshooting, a screenshot was reviewed and dj was instructed to switch the arterial source to the transducer. After switching, he was able to successfully zero the system, and appropriate waveform and numerical readings were displayed. However, (B)(6) then reported an unable to update timing alarm. The alarm behavior and its cause were discussed, and it was explained that switching to semiauto mode with ECG trigger could help reduce the alarm. Dj was also informed that if ECG leads became unreadable or disconnected, the pump would enter standby mode. Additionally, dj reported that a previous pump had intermittently switched to battery power despite being connected to ac power. He was instructed to place the pump into rescue configuration and then return it to hybrid configuration. Dj agreed to monitor the issue and callback if the pump again transitioned to battery power. The caller was provided with direct contact information and encouraged to reach out with any further questions or concerns. (B)(6) expressed appreciation for the support. No callback was received during the remainder of the esp personnel shift.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding unable to calibrate fiber-optic sensor alarm / unable to update timing alarm / battery will not charge. There was patient involvement and no harm reported.